Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/ davol ventralight st and bard mesh (flat mesh) on (B)(6) 2017 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney also alleges that the patient experienced emotional distress and the device was defective.